Event description:
It was reported that during surgery where the pt's vns lead and generator were being explanted due to lack of efficacy, the surgeon observed that the helical electrodes were disconnected from the silicone body. The surgeon was not aware of how or when the lead was damaged. The explanted lead and generator are expected to be returned to manufacturer headquarters for analysis. In addition, it is expected that the manufacturer representative will be obtaining programming and diagnostic history from the neurologists office and will send it to manufacturer for review. There are currently no diagnostic test results available in house to verify proper device function. It was also noted that the pt experienced coughing during stimulation on times, which resolved when the device was disabled due to lack of efficacy.